Manufacturer narrative:
Continuation of d11: product ID 3708660 serial# (B)(4) implanted: (B)(6) 2018 explanted: (B)(6) 2018 product type extension. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the manufacturer representative (rep) indicating that the extension was explanted on (B)(6). The product was processed in pathology and send to the manufacturer for further examining. During the revision, impedances decreased slightly on all contacts. Contact 3 was still elevated on the tablet at 2,061 ohms. Down from 2,297 in pre-op. The patient has notified the doctor's of pain still residing post surgery. It was reported that the extension will be returned for analysis. Additional information was received stating that the patient was doing wonderful, pain free, and has stimulator set at necessary levels to receive full therapeutic benefit. Further information was received from the rep indicating that the pain returned behind the ear on (B)(6) 2018 in the middle of last night. The patient took pain med (oxy) and it is unknown if it worked. Until now the previous pain was resolved after extension replacement. Previously no pain when ins is off but unknown at the time if it is resolved. The patient heard a click prior to the intense pain. A potential nerve issue was discussed during a meeting with the patient and physician. The pa tient is a very aggressive sleeper. He tosses and turns and has strange dreams. Patient did see the managing physician and noted some swelling behind the ear and it seemed to be chronic. They turned the ins off and the pain remained, same spot and location. The im pedances were tested and tested okay. It was reported to be a sudden change in therapy/symptoms. The pain was the same pain as before but had lessened. It has happened 3 times in the last 8 days. The surgeon suspected the pain is from trauma of tunneling or nerve related as there is nothing noted wrong with the dbs system.

Manufacturer narrative:
Product ID 3708660, serial# (B)(4), implanted: (B)(6) 2018, product type: extension. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the manufacturer representative (rep) indicating that the patient first started experiencing the issue while he was sleeping over the weekend of (B)(6) 2018. Actions/interventions/troubleshooting included running a number of impedance tests and calling tech services. They had the patient palpate the extension to see if they could replicate previous pain he had previously experienced. They lightly touched the area and pain was immediately back. They shut the system off and they would feel fine again. They believe that the cause of the elevated impedances and pain behind left ear is due to an underlying issue with the extension. The patient is getting and extension revision on (B)(6) 2018. The issue is not yet resolved at the time of this report. This information has been confirmed with the physician/account.

Manufacturer narrative:
No information for date of event. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider via a manufacturer representative (rep) regarding a patient who was implanted with a neurostimulator (ins) for parkinson's dual and movement disorders. It was reported that the patient had abnormal symptoms of pain behind patient's left ear. The healthcare provider reduced amplitude from normal 2.4v to 1.6v and this reduced the pain. Pain is eliminated when the stimulation is off. Caller reported elevated impedances 1&3 at 4128 ohms at 0.7v and 3661 ohms at 3v with 8840. Monopolar pairs were c0=1299, c1=2080, c2=2027, c3=2740. It was discussed to palpate along the symptom and programmer around out of range combination. No further complications were reported or anticipated with this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the manufacturer representative (rep) reporting that the patient is now seeing a neurology specialist that has received medications that help with damaged nerves. They believe at this point it is not device related and that it was trauma to the nerve from the tunneling part of the procedure. They do not have any further information regarding if the extension will be returned. Pathology will not return their call.